Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 42 mg/dl and is now 63 mg/dl. Troubleshooting found that the drive support cap was normal and to monitor pump and follow up with their doctor regarding the low blood glucose. Troubleshooting also explained threshold suspend to the customer and then transferred the call to a sensor technician.